Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge leaked insulin. In addition, it was reported that there were cartridge air bubbles seen in the infusion set tubing. Customer changed pump supplies to address the issues. Lastly, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to use the same cartridge and needle to resolve the issue. Customer's blood glucose level ranged from 160-200 mg/dl.